Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 2 500mcg/ml at 300mcg/day via an implantable pump. It was reported the pump had motor stalls. The patient was sent to the emergency room after pump logs showed intermittent motor stalls and recoveries during a clinic visit. Per the logs a motor stall occurred (B)(6) 2023 at 7:25pm with a motor stall recovery on (B)(6) 2023 at 11:25, a motor stall occurred on (B)(6) 2023 at 8:12pm with a recovery on (B)(6) 2023 at 4:09am, a motor stall occurred (B)(6) 2023 at 7:11 pump with a stopped pump duration exceeded 48 hours message on (B)(6) 2023 at 7:11pm, a motor stall recovery occurred on (B)(6) 2023 at 8:10pm, a motor stall occurred on (B)(6) 2023 at 11:43, a motor stall recovery on (B)(6) 2023 at 2:29pm, a motor stall occurred on (B)(6) 2023 at 5:28pm and a motor stall recovery on (B)(6) 2023 at 12:09am, a motor stall on (B)(6) 2023 at 1:19am and a motor stall recovery on (B)(6) 2023 at 2:19am, a motor stall on (B)(6) 2023 at 2:44am and a stopped pump duration exceeded 48 hours message on (B)(6) 2023 at 2:44am, a motor stall recovery on (B)(6) 2023 4:09am and a motor stall occurred on (B)(6) 2023 at 5:46am and a motor stall recovery on (B)(6) "20232" at 12:09pm. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the logs were checked. The actions and interventions taken to resolve the issue was the pump was replaced as emergency add on the day of the report. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
H3: destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.